Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was running at a faster rate than was set. It ran out of volume when 7ml should have remained. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the problem was found while in use with patient; but there was no patient injury. One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a delivery accuracy test was performed. Customer problem was not duplicated. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3 percent and well within the published specification of +/-6 percent. There was no problem found.